Manufacturer narrative:
Motor error alarms during occlusion test due to faulty force sensor. The insulin pump passed the prime, basic occlusion, no delivery and displacement tests.

Event description:
Customer's mother called to report a hospitalization for high blood glucose. Customer's blood glucose reading is 510 mg/dl. Customer has treated with manual injection. Customer stated that he is nauseated. Hcp recommended that the insulin pump gets replaced. Hcp tried changing the basal setting, the blood glucose reading would not decrease. Explained to caller that it takes time for the basal to adjust. Nothing further reported.